Event description:
It was reported that the patient experienced "fluid buildup around the pump"; "mostly focused just to the side of the pump and all around the pump". The patient also had sensation of "cool liquid" in his body, tenderness at the site and dizziness. The fluid was noted following a pump replacement 8 days ago. The patient had a drug increase and pump refill 3-4 days prior to the report. The fluid was drained once by the surgeon; clear fluid was noted when drained. The patient was home at the time of the report; he had been to emergency room the previous night. The pump contained baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.